Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 170 mcg/day) via an implanted pump. It was reported that the patient experienced increased spasticity and pruritis. There were no known environmental factors that may have led or contributed to the issue. Catheter aspiration was not successful. The spinal segment of the catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: catheter, other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.